Event description:
Baxter reports an overinfusion occurred in which the device delivered 36ml of solution in 23 hours. The device contained 9ml of ketamine hcl and 27ml of normal saline. Baxter reports that no pt injury resulted.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. Similar incidents have been rec'd for lot number 04a032. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level occurrence. The result of this review will be communicated in a follow up medwatch when available. A batch review has been performed and revealed that the lot passed all release specifications.